Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown exeter stem. The device is currently implanted and not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device implanted.

Manufacturer narrative:
A separate complaint was opened by our (B)(4) affiliate to document the patient's revision surgery that took place on (B)(6), 2014. A med watch report for the revision has been submitted under MFR report # 0002249697-2014-01093. Upon completion of the investigation, a supplemental report will be submitted under MFR report # 0002249697-2014-01093. Therefore, MFR report # 0002249697-2014-01050 is considered closed.

Event description:
Surgeon called stryker representative to discuss removal of exeter stem that appears to be in 2 pieces on x-ray.

Event description:
Surgeon called stryker representative to discuss removal of exeter stem that appears to be in 2 pieces on x-ray.